Event description:
When saving an accession associated to a non-current episode/event, a user-defined field can be incorrectly replaced by the current episode/event user-defined data. This is because the current episode/event user-defined data is displaying in the windows based order entry application instead of the selected episode/event user-defined data. This issue occurs when user-defined fields are: defined at the episode/event level and; defined to display in order entry, and; there are multiple episodes for the pt.

Manufacturer narrative:
(B)(4) sites have been notified via a product safety notice (psn) and a correction is available for sunquest lab versions 7.0.1. There are 0 sites that have already been corrected. There is no workaround. Type of eval performed, method: computer software program code evaluated.